Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis noted a false eri alert. The false eri alert was due to the battery voltage temporarily dropping below the eri threshold during capture testing. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
This report is to advise of an event observed during analysis.